Event description:
Implanted 2006. Developed pelvic bleed then mrsa infection. Mesh was explanted.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.